Manufacturer narrative:
The production device history record (DHR) for this intra-aortic balloon pump (iabp) was not required to be reviewed per company standard operating procedure since the device manufacture date is greater than one year from the event date. A field service engineer (fse) replaced (2) self-seal screws and the damaged fiber optic sensor extension that would not allow the catheter to be plugged in. The fse then completed all calibration and performed functional and safety checks to meet factory specifications. The iabp was then released back to the customer and cleared for clinical use.

Event description:
The customer reported that the cardiosave intra-aortic balloon pump (iabp) was observed to have a damaged fiber optic module connector. It is unknown under what circumstance this event occurred. Although, no patient involvement or adverse event was reported.